Event description:
It was reported that the pump migrated approximately two weeks ago and a surgical revision was performed to reposition the pump. The patient was subsequently experiencing baclofen withdrawal. It was thought that the pump was not working, but it was noted that the pump logs did not indicate a motor stall, thus it was unknown what was causing the withdrawals. The patient was lethargic, not awake and could not move. Then it was noted the patient had been given oral baclofen and was noted that was what relaxed her. The patient¿s family noted being able to hear a ¿tick-tock¿ noise from the pump, but no longer heard that noise. It was noted the pump had not been filled since the revision and the refill was due in 8 days from the date of the report. Troubleshooting options were discussed. The pump system was being used to deliver baclofen (compounded). It was later reported that a rotor dye study was going to be performed. It was later reported that the rotor dye study was normal; the rollers moved. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, serial# unknown, implanted: (B)(6) 2011, product type catheter; product ID 8578, lot# n126907, implanted: (B)(6) 2008, product type accessory. (B)(4).